Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The surgeon reported he had a patient that has multiple medical hardware and medical issues as it relates to pump placement. The pump is starting to erode thru the skin and the reporter was looking to speak to a pump surgeon. No further information was provided.